Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and refractive surprise. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.